Event description:
It was reported that during a revision of a competitor knee system on (B)(6) 2014, the screwdriver being utilized fractured due to strong manual torque. A suction system was used to remove the fractured piece and the procedure was completed.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under care and handling of instruments it states, "surgical instruments and instrument cases are susceptible to damage for a variety of reasons including prolonged use, misuse, rough or improper handling."

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. Evaluation of device found evidence that failure mode was due to torsional overload.